Event description:
It was reported that the patient received inappropriate therapy (a shock) from the subcutaneous implantable cardioverter defibrillator (s-ICD) on (B)(6) 2026, due to t-wave oversensing. No adverse effects related to the event were reported.